Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited noise leading to oversensing. No intervention was performed. There were no patient consequences.